Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the patient had experienced a syncopal episode and the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and variable pacing impedance. A remote transmission showed the presenting rhythm with loss of capture and oversensing with escape rhythm with intervals greater than 2600ms v-v. A request for additional information was made and it was learned there was potentially pulseless electrical activity and the patient may have had a metabolic issue that caused the syncopal episode.